Event description:
The customer reported to olympus, the evis lucera colonvideoscope nozzle was clogged. The event occurred during reprocessing. The intended procedure was a diagnostic enteroscope. The procedure was completed using another device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The nozzle was clogged with an unknown foreign material because of insufficient reprocessing. In addition, due to nozzle clogging, the amount of water contact did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to identify further the foreign material clogged in the nozzle. An obvious deviation from the instructions for use at the user facility could not be confirmed from a review of the reprocessing steps conducted by the user. Therefore, no further cause could be presumed for the suggested phenomenon. Olympus will continue to monitor field performance for this device.